Event description:
According to the literature, a retrospective study compared the incidence of bowel obstruction according to the position of the mesh in patients who underwent open or laparoscopic ventral hernia repair between march 2008 and july 2021. Patients were divided into two groups, an intraperitoneal (ip) group and an extraperitoneal (ep) group. There were 318 patients in the study with 219 in the ip group and 99 patients in the ep group. In the ip group, absorbatack was used in 175 patients and parietex mesh was used in 143 patients. In the ep group, parietex was used in 8 patients and progrip was used in 14. Postoperative complications in both groups included: pain, hernia recurrence, mesh infection, hematoma, and seroma. The patient was treated conservatively. No other interventions were reported. Bowel injury and visceral injury with subsequent peritonitis were complications related to minimally invasive procedures and not related to the device.

Manufacturer narrative:
D10 concomitant product: unknown parietex product (lot#: unknown); unknown progrip mesh product (lot#: unknown) marine goullieux, fawaz abo-alhassan, remi vieira-da-silva, papet lauranne, adeline guiraud and pablo ortega-deballon. Primary ventral hernia repair and the risk of postoperative small bowel obstruction: intra versus extraperitoneal mesh. Journal of clinical medicine 2023, 12, 5341. Https://doi.org/10.3390/jcm12165341. Pages 1-10 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.